Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation within specified pressure, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.